Event description:
Leica microsystems received a complaint from the hospital, of three suboptimal tissue processing runs on a peloris tissue processor. One pt case from the affected runs was unable to be diagnosed, and the pt tissue was re-sampled.

Manufacturer narrative:
The root cause of the suboptimal processing was particulate contamination of the wax. The contaminants (paper and rubber particles) bypassed the filter and entered the fluid system and caused wax valve not to seal correctly. This then caused the wax to become contaminated with other reagents preventing effective tissue processing. It is unk how particles got passed the filters. No fault was found with filters. Further investigation is in progress.